Manufacturer narrative:
1038671-2023-02422 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, instability and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 1 year and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2017. Upon information and belief, the patient required revision surgery for issues including but not limited to polyethylene wear, instability, and component loosening. The patient experiences daily pain and discomfort in his left knee which limited and continues to limit his activities of daily living and impacts his quality of life.